Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. Navio surgical technique guide for knee arthroplasty (500197 revb) provides instructions for using the bone screw driver. We were able to confirm if there was a relationship established between the reported event and the device. Visual evaluation found that the pin driver failed to turn/rotate the bone pin because the inner driver is no longer attached to the pin driver. The malfunction was caused by mechanical component failure. A corrective action has been opened regarding this issue. Per complaint details, the device malfunctioned prior to a navio ukr procedure; therefore, a backup from a universal knee set was used to proceed with the case. Responses to clinical information requests were not received. No patient injury or surgical delay was reported. Based on the limited information provided the root cause was ¿excessive use¿ and the modified procedure using the backup device did not result in patient injury/impact or surgical delay; therefore, no further medical assessment is warranted at this time. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated.

Event description:
It was reported that before a navio ukr procedure, three bone screw drivers came apart from excessive use. An internal metal bearing which holds the navio pins comes loose and breaks to separate from the rear of the driver. There was a back up from a universal knee set to continue with the procedure but is not preferred for the surgeon as he really likes the stability of the navio pin driver when using it. There were no delays in the procedure. No other complications were reported.